Manufacturer narrative:
The returned subject controller was visually and functionally evaluated, along with the 2 concomitant wands associated with the initial event. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues when tested using both a known good wand and the two returned concomitant wands. All of the ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. The customer's complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: disconnecting the wand from the controller after the power has been turned on. Turning the controller power off after the wand has been connected. Power interruption to the wand or incorrect power cycling of the controller, which can also have an effect on the wands life cycle. A reprocessed wand used by the customer will exhibit an e-7 error.

Event description:
It was reported that during a knee procedure using a quantum 2 controller, the unit displayed an error message when a wand was connected. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.